Event description:
The procedure was an aortic flap stenosis with radical expansion of the pericardium. According to the surgeon, the pt expired due to a suture breakage at the aortic flap. No additional info is being provided.